Manufacturer narrative:
Batch review performed on 2 june 2021: lot 173102: (B)(4) items manufactured and released on 29-nov-2017. Expiration date: 2022-11-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation: 4th operation on a patient with tka caused by infection. Only the tibial insert was replaced, becasue the surgeon assessed that the metal components were well fixed and there was no infection at the interface. The cause for this reoperation is not to be sought in a defective implant.

Event description:
Revision surgery performed 2 years 3 months after the previous surgery due to signs of infection. Tibial insert successfully revised. This is the 4th operation on a patient with tka and the first surgery caused by infection.